Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 1 of 3 mdrs filed for the same event (reference 1825034-2013-00365 / 00367).

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, instability, metallosis, and pseudotumor. Subsequently, patient alleges revision on (B)(6) 2010. A review of invoice history confirms the surgery dates and that the acetabular cup, liner and head were removed and replaced during the revision procedure. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2010 was due to metallosis and pseudotumor. In addition, it was indicated a repair of the gluteus medius with greater trochanteric nonunion was performed due to chronic avulsion. The operative notes confirm that the acetabular cup, head and taper were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(4) 2005. Legal counsel for patient reports patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, instability, metallosis, and pseudotumor. Subsequently, patient alleges revision on (B)(4) 2010. A review of invoice history confirms the surgery dates and that the acetabular cup, liner and head were removed and replaced during the revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure information, which was unknown at the time of the initial medwatch.